Event description:
It was reported that, I opened the cellophane wrap, opened the box & found a hair on the inside of the screw box. Another screw was used to complete the procedure.

Manufacturer narrative:
Na